Event description:
It was reported that during a stapled closing of internal rectal fistula procedure, the surgeon was performing a stapled closure of the internal opening of a very high fistula in "ano" with the internal opening on the left lateral wall. The surgeon had the patient in the lithotomy position and sutured the stapler introducer in place as usual. He then used the white semicircular retractor to allow visibility of the internal opening and placed a partial purse string suture for about 1/4 of the circumference bother above and below the opening. He pulled the sutures into the jaws of the stapler as he closed it all the while protecting the right lateral rectal wall with a retractor passed through the fenestration of the introducer. The stapler closed to inside the green zone about midway and then he fired the stapler. It closed but there was no crunch. The surgeon tried again with the same effect. He then opened the stapler and removed it to find that the staples on the left side of the anal canal were not closed at all and there was a large defect in the left side of the distal rectum coming down into the upper anal canal on that side. The procedure was converted to open. The surgeon spent the next 70 minutes trying to suture the defect but was only able to tack it together. Additional information requested.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived with the knife damaged and with only three staples present; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damaged the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Comments from the surgeon: I was performing a stapled closure of the internal opening of a very high fistula in ano with the internal opening in the rectum on the left lateral wall. I had the patient in the lithotomy position and sutured the stapler introducer in place as usual. I then used the white semicircular retractor to allow visibility of the internal opening and placed a partial purse-string suture for about y. Of the circumference both above and below the opening. I pulled these sutures into the jaws of the stapler as I closed it all the while protecting the right lateral rectal wall with a retractor passed through the fenestration of the introducer. The stapler closed to inside the green zone about midway and I then fired the stapler. It closed but there was no crunch. I tried again with the same effect. I then opened the stapler and removed it to find that the staples on the left side of the anal canal were not closed at all and there was a large defect in the left side of the distal rectum coming down into the upper anal canal on this side. I spent the next 70 minutes trying to retrieve the situation by suturing the defect and was only able to tack it together. I am very concerned that he will get a recurrence of the fistula because the stapler did not fire the staples properly.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: were any of the forces higher or lower than expected (closing, firing, or opening)? Yes; seemed harder to close to get within green zone pre firing. Is the patient scheduled for follow up in order for the surgeon to check the "defect?" Yes. Did the patient experience a recurrence of the fistula? If so, what was done? No; not yet. What is the current status of the patient? Ok as far as surgeon aware.

Manufacturer narrative:
(B)(4).